Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).